Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, air bubbles were rising in the venous line when the pump was stopped. No patient involvement. Product was changed out. Procedure completed successfully.